Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported power issue. Physio determined that the cause of the reported issue was due to the customer¿s third party usb data cable. After the usb data cable was removed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed usb data cable was not returned to physio for further evaluation.

Event description:
The customer contacted physio-control to report that their device powered off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: combination product ¿ blank. The initial medwatch report should indicate: combination product ¿ no.

Event description:
The customer contacted physio-control to report that their device powered off by itself. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.